Event description:
The reporter contacted animas on (B)(6) 2012 stating the keypad buttons were hard to press and intermittently unresponsive. It was reported that when the pump did respond the screen would sometimes continue to scroll. The reported claimed all of the button symbols were worn off of the keypad. The patient did not report exposing the pump to water and denied the pump suffered trauma. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, down arrow and contrast keypad buttons were intermittently responsive; the up arrow button responded to button presses as expected. There was evidence of contamination found under the key contacts; the ok and down arrow key contacts were found to be inverted.